Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue; piston rod does not retract. This complaint is being reported because the reported issue may result in long term cessation of insulin to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: review of the black box data and download history did not reveal any evidence of a rewind issue. On investigation, rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours; after 24 hours no rewind issue was observed. Investigation did not duplicate the complaint about a rewind issue.